Manufacturer narrative:
Additional information received that the implant received is not a dentsply sirona product. This is a follow up report for this information. Device received for this event is being corrected from xive s plus impl d4.5/l11 catalog # 26-2452 to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information. Correcting this report to not reportable as information received that the implant received is not a dentsply sirona product. Please disregard initial report.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.